Event description:
It was reported that approx five months post-stent placement in the left sfa, stent fractures were identified. Reportedly, the pt presented with leg pain and a rutherford score IV. Imaging demonstrated multiple stent fractures. One of them appeared to be a type IV. Angioplasty was performed and two stents were implanted overlapping the fractured stent. Post-treatment, the pt was reported to be asymptomatic.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The stent remains implanted; therefore, it is not available for eval. The event investigation is currently underway.